Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, the pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The aortic neck near the renal arteries later dilated around the proximal end of the stent-graft, and on (B)(6) 2010, a proximal type I endoleak was noticed. The physician is monitoring the pt. Images are not available.